Manufacturer narrative:
H.6. Investigation: ten photos were provided to our quality team for investigation. Through visual inspection, silicone and dirt was observed on the syringe barrel. A device history review was performed for reported lot 1801050, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures and machines routinely undergo clearly defined cleaning procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper cleaning of the manufacturing equipment. Project#1690 has been initiated to reduce foreign matter in our projects, increasing the frequency of machine maintenance and cleaning.

Event description:
It was reported that an unspecified number of syringe ns 10ml ls experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: it was noticed on the syringe some glue. The glue is located on the body of the piston near the tip.

Event description:
It was reported that an unspecified number of syringe ns 10ml ls experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: it was noticed on the syringe some glue. The glue is located on the body of the piston near the tip.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1801050, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Based on the available information, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe ns 10 ml ls experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: it was noticed on the syringe some glue. The glue is located on the body of the piston near the tip.